Event description:
A data from a capsule endoscopy recorder was not downloaded upon completion of the test. The recorder was not labeled as needing to be downloaded. The following day a new patient was set up with the data recorder and the data was lost on this previous patient. (Data recorder download not verified before setting up next patient.) Procedure changed: first step will be to verify data recorder has been downloaded and saved prior to use. This event happened twice on the same day